Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report that the island dressing gives ger a bad rash, therefore she is not able to use it. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).